Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A motor error alarm occurred during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the motor error alarm. The insulin pump had minor scratches on the display window.

Event description:
Customer reported a motor error alarm. The customer's blood glucose was 507 mg/dl. The customer did not treat his high blood glucose. The customer could not recall any significant events leading to the alarm. The customer stated they were unable to rewind their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.